Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2018, the patient experienced pelvic pain ("pelvic pain"), metrorrhagia ("metrorrhagia") and adenomyosis ("probable adenomyosis"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("lumbar pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, back pain, dyspareunia, pelvic pain, metrorrhagia and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, back pain, dyspareunia, menorrhagia, metrorrhagia and pelvic pain with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of dyspareunia ('dyspareunia'), menorrhagia ('menorrhagia') and suicide attempt ('suicide attempt') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included celiac disease, appendicitis, inguinal hernia and depressive disorder. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced suicide attempt (seriousness criterion medically significant). In 2018, the patient experienced pelvic pain ("pelvic pain"), metrorrhagia ("metrorrhagia") and adenomyosis ("probable adenomyosis"). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and back pain ("lumbar pain"). The patient was treated with surgery (essure removal via bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia, menorrhagia, back pain, pelvic pain, metrorrhagia, adenomyosis and suicide attempt outcome was unknown. The reporter provided no causality assessment for adenomyosis, back pain, dyspareunia, menorrhagia, metrorrhagia, pelvic pain and suicide attempt with essure. The reporter commented: after the insertion, occurrence of lumbar pain, dyspareunia, and menorrhagias. Lot number was unknown. The device was not available for inspection. No information concerning outcome of the events immediately after the removal. The patient consulted in sep-2018 for pelvic pain and metrorrhagia. Diagnosis of probable adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: medical history and concomitant diseases of the patient (celiac disease, appendicitis, inguinal hernias, depressive syndrome). Suicide attempt in 2015 captured as event. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of dyspareunia ('dyspareunia') and menorrhagia ('menorrhagia') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2018, the patient experienced pelvic pain ("pelvic pain"), metrorrhagia ("metrorrhagia") and adenomyosis ("probable adenomyosis"). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and back pain ("lumbar pain"). The patient was treated with surgery (essure removal via bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia, menorrhagia, back pain, pelvic pain, metrorrhagia and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, back pain, dyspareunia, menorrhagia, metrorrhagia and pelvic pain with essure. The reporter commented: after the insertion, occurrence of lumbar pain, dyspareunia, and menorrhagias. Lot number was unknown. The device was not available for inspection. No information concerning outcome of the events immediately after the removal. The patient consulted in (B)(6) 2018 for pelvic pain and metrorrhagia. Diagnosis of probable adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: list of similar incident was added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.